Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a stent damage occurred. Vascular access was obtained via the femoral. A target lesion was located in a moderately calcified and moderately tortuous right coronary artery (rca). A 3.50mm x 12mm liberté stent delivery system was used to treat the lesion. Upon insertion to the lesion, the device could not pass and the stent was then damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Corrections: device lot number: from 15793209 to 15461562. Device expiration date: from 01/10/2016 to 08/15/2015. Device manufactured date: from 01/11/2013 to 08/21/2012. Device evaluated by MFR.: the liberte stent delivery system (sds) was received with the stent, and the product mandrel. There was 6.5cm of the product mandrel in the lumen of the sds. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The stent was not damaged. There were multiple kinks throughout the sds. There was no evidence of material or manufacturing deficiencies contributing to the kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a stent damage occurred. Vascular access was obtained via the femoral. A target lesion was located in a moderately calcified and moderately tortuous right coronary artery (rca). A 3.50mm x 12mm liberté¿ stent delivery system was used to treat the lesion. Upon insertion to the lesion, the device could not pass and the stent was then damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.